Manufacturer narrative:
(B)(4) final report. The appropriate device details were provided and the relevant device manufacturing records were identified. The reported devices were returned to corin and reviewed, considerable wear was observed on all devices. It has been concluded that the reported event was a result of wear and tear to both the broach spigots and the latch region of the broach handle, thus resulting in the handle not being able to fully grasp the broaches and thus becoming difficult to remove from the femur. Corin now consider this case closed. Please note: this report is filed with the FDA due to an event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
During surgery it was difficult to remove the metafix broaches from the bone and at times the broach handle could not grasp the broaches. This led to an increase of surgery time by around 60 minutes.

Manufacturer narrative:
Per -(B)(4) initial report additional information, including a detailed patient outcome and return of the reported devices has been requested, and if received, will be provided in a supplemental report upon completion of the investigation. The appropriate device details have been provided and the relevant device manufacturing records will be identified and reviewed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
During surgery, it was difficlut to remove the metafix broach from the bone and at times the metafix broach handle could not grasp the broach.